Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an incisional hernia (characterized by drain complications), which warranted surgical intervention. The peritoneal dialysis registered nurse (pdrn) attributed the hernia¿s formation to the surgical insertion of the patient¿s pd catheter (not a fresenius product). There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred causing the events. However, the liberty select cycler cannot be excluded from having a probable contributory role in the exacerbation of the patient¿s incisional hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) recently underwent a hernia repair. Follow-up with the patient¿s pdrn revealed the patient experienced an incisional hernia following the insertion (date not provided) of their pd catheter (not a fresenius product). The pdrn stated the hernia began worsening recently and required surgical intervention due to on-going drain complications. The patient successfully underwent an outpatient hernia repair on (B)(6) 2021 and was discharged home following the procedure. The patient continued to undergo ccpd therapy, utilizing the same liberty select cycler. Per the pdrn, the liberty select cycler did not malfunction; however, the patient¿s incisional hernia has worsened since beginning ccpd for rrt.